Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the feeding set presented filtration around the black component that goes into the internal system of the nutrition pump during use. There was patient involvement; but no patient injury, medical intervention, or adverse reactions were associated with this event.

Manufacturer narrative:
Investigation summary: the customer reported that the feeding set presented filtration around the black component that goes into the internal system of the nutrition pump during use. There was patient involvement, however, no patient injury, medical intervention, or adverse reactions were associated with this event. The complaint device [product code 773662, epump feed and 1000mlflush set, lot 200060063, manufactured on 1/7/2020] was not returned for evaluation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on the investigation results, a root cause is unable to be determined and the complaint is not confirmed. Should additional information be reported, the investigation will be reopened and a supplemental report will be filed.